Event description:
The customer ran a blood test on her contour next link meter and received a reading of 370mg/dl. The hospital meter reading was comparable. The customer adjusted her insulin dosage based on the 370mg./dl reading. Later she was retested on both meters again; contour next link read 370mg/dl and the hospital meter read 127mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. There was no allegation of an adverse event. The test strips are expected to be returned for evaluation. Customer meter and strips were replaced.